Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump is not turning on and just turned blank, pump error 68 (trace pointers are invalid.) Alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for flahing medtronic logo. Customer was able to clear the alarm but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No product return is required for mmt-1880.

Manufacturer narrative:
No flashing medtronic logo, pump error 68 noted during testing. Unit passed displacement test. 63 alarmed during self-test. Thus software was utilized and downloaded trace/history files properly. Pump error 63 alarm file number: 2017, line number: 147 confirmed in the file history found in bootloader error log, and 63 alarmed during self-test due to hardware defective. No pump error 68 alarm or flashing medtronic logo in file history. The pump was cut and opened, found moisture damage on the electronics assembly during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. In conclusion, no flashing medtronic logo or pump error 68 noted during testing and in file history. Pump error 63 alarm confirmed during self-test and in the pump history due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.